Manufacturer narrative:
Moszura, t., dryzek, p., góreczny, s., bobkowski, w., mazurek-kula, a., surmacz, r., moll, j. A., siwinska, a., & sysa, a. (2011). Stent implantation into the interatrial septum in patients with univentricular heart and a secondary restriction of interatrial communication. Kardiologia polska, 69(11), 1137¿1141 as reported in the literature article by moszura, t., dryzek, p., góreczny, s., bobkowski, w., mazurek-kula, a., surmacz, r., moll, j. A., siwinska, a., & sysa, a. (2011). Stent implantation into the interatrial septum in patients with univentricular heart and a secondary restriction of interatrial communication. Kardiologia polska, 69(11), 1137¿1141., during expansion of an 8 x 29 mm palmaz-genesis stent manually mounted on a low-pressure non-cordis 12 x 30 mm balloon, the balloon was damaged, resulting in incomplete stent expansion. The stent was then completely expanded using a high-pressure balloon, and after a stable position of the stent within the interatrial septum was secured, distal stent margins were additionally expanded using a 16 x 30 mm non-cordis balloon catheter. There was no reported patient injury. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent underexpanded¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. As the balloon catheter which failed is not a cordis device, it is unknown whether this balloon was optimal for use with the palmaz genesis stent. The use of palmaz stents in the interatrial septum of the heart is not indicated in the labeling and as such is considered off label usage. According to the safety information in the instructions for use ¿the palmaz genesis peripheral stent is a balloon-expandable, laser cut stent made from 316l stainless steel tubing. The stent is supplied in five nominal lengths: 19 mm, 25 mm, 29 mm, 39 mm and 59 mm. Specific expansion ranges for each stent length are shown in table 1. The palmaz genesis peripheral stent is sold unmounted for use with all catheter lengths of the cordis opta® pro percutaneous transluminal angioplasty (pta) balloon catheter (a .035¿ [0.89 mm] diameter guidewire compatible system). The palmaz genesis peripheral stent is indicated for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch and for palliation of malignant neoplasms in the biliary tree.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Publication has been attached.

Event description:
As reported in the literature article by moszura, t., dryzek, p., góreczny, s., bobkowski, w., mazurek-kula, a., surmacz, r., moll, j. A., siwinska, a., & sysa, a. (2011). Stent implantation into the interatrial septum in patients with univentricular heart and a secondary restriction of interatrial communication. Kardiologia polska, 69(11), 1137¿1141., during expansion of an 8 x 29 mm palmaz-genesis stent manually mounted on a low-pressure non-cordis 12 x 30 mm balloon, the balloon was damaged, resulting in incomplete stent expansion. The stent was then completely expanded using a high-pressure balloon, and after a stable position of the stent within the interatrial septum was secured, distal stent margins were additionally expanded using a 16 x 30 mm non-cordis balloon catheter. There was no reported patient injury. The device will not be returned for evaluation.